Event description:
Information received with return of the explanted device notes that the sensor function did not work properly. When the pati ent moved his arms back and forth, the rate went up to approximately 120 ppm. The patient felt verry uncomfortable when the sensor reacted this way.